Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the test strips and meter involved with this complaint have been returned respectively on (B)(4) 2012. The test strips involved with this complaint were evaluated on (B)(4) 2012 and found to have failed for control solution high. The meter was evaluated on (B)(4) 2012 and passed all testing with no faults found. The meter was found to work properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged issue began on (B)(6) 2012. The patient reportedly tested her blood at 3:58pm and obtained glucose result of "3.8mmol/l" with the subject meter. The patient manages her diabetes with insulin through pump therapy and claimed that after testing and receiving the low reading, she immediately self-treated by drinking orange juice. She reported at 4:07pm she tested on the subject meter again and received a value of "21.0 mmol/l." Although the calculated difference of these glucose results exceeds the expected value of <= 15% and/or <= 0.67 mmol/l, there was intervention in between the tests which would significantly affect the variance. She stated she tested her blood glucose 3 minutes later using a onetouch ultra2 meter and reported a value of "7.2 mmol/l." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 4.44 mmol/l. At the time of troubleshooting, the csr noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient reported symptoms suggestive of hypoglycemia just after testing and receiving the low reading on the subject meter. She took the appropriate treatment in response to the symptoms which correlated with the first reading obtained on the subject meter. However, this complaint is being reported because the subject meter did not meet lfs's accuracy criteria when compared against another device.